Event description:
It was reported to philips that the system's geometry movements were unavailable. The device was in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to additional information received, the procedure that was to occur at the time of the event was completed as planned after the patient was moved to another system. No harm or injury was reported to philips. A philips field service engineer (fse) inspected the system on-site and confirmed the issue. Troubleshooting determined that the geo I/o box (gib) was defective. The gib was replaced and was returned for failure analysis. Failure analysis confirmed the reported problem. The top and front side of the geo I/o box were corroded and had water damage. After replacement of the geo I/o box, the system was returned to use in good working order. The codes were updated based on the investigation outcome.